Manufacturer narrative:
Facility experienced an event with the endopath* endoscopic multifeed stapler while performing a unknown procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 974189. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes(1); staples in track, yes(16) and trigger engaged in precock, yes. Functional tests & results: cylced instrument, yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforing with respect to staples feeding, firing and forming. The experience the surgeon reported could not be repeated. No conclusion could be reached as to why the reported instrument "staples would not advance" during surgery. Co reviews each incident as it occurs in an effort to continuously improve the products and processes.

Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the staples would not advance. There was no patient consequence.